Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide (swg) is kinked, and unable to be inserted into dilator, prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one dilator and one swg for analysis. Signs-of-use in the form of biological material was observed on the guide wire and the dilator, which contradicts the customer report that the defect was observed before use. Visual analysis revealed that the guide wire contained three major kinks across the body. The dilator tip was also defective and appears consistent with damage due to undue force being applied during insertion. Microscopic examination confirmed the kinks and revealed that the proximal and distal welds were spherical and intact. The kinks on the guide wire measured 38mm, 91mm, and 140mm from the distal tip. The guide wire total length measured 598mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .801mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The dilator length from the hub to the tip measured 101mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured 2.853mm, which is within the specification limits of 2.82mm-2.87mm per the dilator graphic. The dilator inner diameter at the proximal end measured 1.60mm, which is within the specification limits of 1.60mm-1.70mm per the dilator extrusion graphic. The returned guide wire was passed through the dilator. Minor resistance was observed at the kinks; however, the guide wire was eventually able to pass completely through the assembly. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of swg/dilator resistance-kinked was confirmed through complaint investigation. Visual analysis revealed three major kinks on the guide wire body. It was also observed that the dilator tip was slightly misshapen. The guide wire and the dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the sample received and the customer report, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide (swg) is kinked and unable to be inserted into dilator, prior to patient use. No patient involvement reported.